Manufacturer narrative:
Block b3: exact date unknown, event occurred for the last six months.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.